Event description:
Hematoma, closed capsulotomy, unsuccessful closed capsulotomy, chronic fatigue, anxiety, sleep disturbance, fibroid tumors, depressed, chronic fatigue, memory loss, anxiety, confusion, adenocarcinoma of the endometrium, chronic fatigue, depression, anxiety, severe baker IV contractures, red rash, peripheral neuropathy, explantation (ruptured implants) demyelinating neuropathy, micro-vascular disease, neurogenic atrophy, thoracic outlet syndrome, abnormal natural killer cell count. Lichen sclerosus with ulceration and acute and chronic inflammation.